Event description:
On (B)(6) 2011, the pt contacted animas requesting assistance with changing the basal rates in her pump. The pt reported that on the morning of (B)(6) 2011, she was taken to the ER after being found unresponsive by a relative. The pt claimed her blood glucose was "35 mg/dl" when she arrived to the hosp and was then treated with food and juice in response to the low blood glucose. The pt attributed the low blood glucose as a result of oversleeping and not eating at her usual scheduled time. When discharged from the ER, the pt stated the md advised to change her basal rate. The pt also reported that on the morning of (B)(6) 2011, she woke up feeling shaky. The pt denied testing her blood glucose at the time of the symptoms; however, claimed her spouse have her juice and she felt better afterwards. It is not known what may have caused or contributed to the low blood glucose that morning. At the time of troubleshooting, pump settings and delivery history were reviewed with the pt and confirmed as accurate. The animas cde involved in this contact noted there no boluses were administered on (B)(6). The animas cde involved in this contact assisted the pt with programming basal changes per md's recommendation.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.